Event description:
Podiatrist used, without my permission or knowledge, a material called artelon sheet; no spacer that was not researched under a protocol or FDA approved in the united states prior to its insertion, per (B)(6), the material was used during a scheduled, non-emergency surgery that was supposed to repair my right leg peroneus brevis tendon. Surgery was scheduled after > 1.5 yrs of appointments and planning with dr (B)(6), with not one mention of it his plans to insert it in my leg. I learned of its use by a stranger sales rep who approached me "while I was on surgery bed" for with request to observe my surgery. Immediately post surgery and for the past 2 yrs and 6 months, I suffered with severe sural nerve pain, foot, ankle and calf swelling and severe limitation to normal leg/ankle function. This, despite following all post-surgical instruction elevation above heart > 6 weeks; extensive physical therapy and testing, and subsequent surgery by a different podiatrist to remove the device (B)(6) 2012. My peroneus brevis tendon was destroyed and therefore removed by doctor 2. He noted damage to my ankle joint and material appearing "like fiberglass" jutting into my ankle joint and surrounding tissue including nerves. Sural nerve pain continues to be severe and my quality of life and sleep patterns have been severely, negatively impacted.